Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would sometimes not provide defibrillation shock. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would sometimes not provide defibrillation shock. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify any defibrillation issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.